Manufacturer narrative:
(B)(4). Results: (inaccurate placement of the stent graft). (Tortuous and ectatic iliac arteries). Conclusion: (tortuous and ectatic iliac arteries).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 7.1cm diameter abdominal aortic aneurysm. The aortic neck was 23mm proximally, and then enlarged to 27mm, 31mm, and then to 30mm just above the aneurysm. The iliac arteries were tortuous and ectatic. The plan was to extend the contralateral limb with an aortic cuff in order to preserve the hypogastric artery. The bifurcated stent graft was implanted on the pt's left side. It was reported that when the aortic cuff on the contralateral side was implanted, the placement of the cuff foreshortened, landed closer than intended due to the ectatic iliac artery. The physician elected to implant another iliac extension stent graft and extend down to the level of the hypogastric artery with successful results. No clinical sequelae were reported, and the pt is fine.